Event description:
It was reported that the customer experienced issues with a clock losing time and a power button becoming unresponsive. There was no reported impact to the customer¿s blood glucose level. The customer declined troubleshooting from technical support, and no further action was taken, as additional information was unavailable.